Event description:
It was reported that the left ventricular lead dislodged and consequently the threshold was high and unstable. The lead was explant ed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : d334trm ICD implanted (B)(6) 2013, 6935m-62 lead implanted (B)(6) 2013. (B)(4).